Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection. The sensor cannula was found broken and the broken part was missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor cannula was bent. The needle assembly got stuck in the serter upon removal. Customer's blood glucose level was 155 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.